Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse li-ion battery (serial # (B)(4)) displayed three green leds but does not power-up the autopulse platform. The battery was taken straight from the autopulse multi-chemistry charger before inserting into the platform. The platform did powered on with different autopulse batteries. No patient involvement.